Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs tip cover accessory involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. The mcs tip cover accessory was reportedly "ripping and falling off." At this time, it is unknown what caused the tip cover to rip. It is also unknown if the mcs tip cover accessory fell inside the patient and if it was retained. Although there was no report of patient injury, an unintended fragment or accessory falling inside the patient may require surgical intervention. There is no additional clinical information and the patient's current status is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory was "ripping and falling off." It is unknown if the mcs tip cover accessory fell inside a patient and if so, whether it was retrieved or was retained inside the patient. No follow-up could be performed to request additional information about the event because the complaint originated from a blind survey. The customer and site information was not provided.